Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Self test failed and tightness test failed. Ventilation cannot start. Flow sensor could not be calibrated which may lead to delayed rescue time, resulting in the patient's blood oxygen saturation dropping, suffocation and life threatening. The event occurred during start up. No harm to patient or user. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur.

Event description:
Flow sensor calibration fails/leak test failed.

Event description:
Flow sensor calibration fails / leak test failed.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause was determined to be leak on the blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.